Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was in a nursing home for a short time to heal from a recent total hip surgery on (B)(6) 2017, and since then patient had been having a lot of problems with their bladder. It was noted that the bladder problems were sudden. The nurse stated that patient had the ins turned off a while back and either the manufacturer's representative (rep) or the doctor had recommended patient turn it off for a while. It was reported that patient had been doing fine until this surgery and they wanted to know if the patient could start using their therapy again and also would like to speak with the rep. The caller stated that they would not have any further information in the future, further stating they had no information as to the reason for turning off the ins. Caller noted that they know patient was really stressed about the bladder situation and they would like to get some help for the patient. No further patient complications were reported/ anticipated as a result of this event.